Event description:
The customer's mother called to report that insulin leaked from the reservoir, into the reservoir compartment. The mother stated that the customer experienced high blood glucose levels due to the leak. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.